Manufacturer narrative:
Concomitant medical products: model 3186, scs lead. Therapy dates: unknown when the lead migrated.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00771. It was reported one of the patient¿s scs leads migrated anterior (unknown which serial number). In turn, patient underwent surgical intervention on (B)(6) 2019 where in the migrated lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.